Event description:
It was reported that the lead exhibited 100 ohms impedance. Capture was intermittent at high outputs.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.